Event description:
My breast surgeon on my last f/u, yanked up my right breast to tell me I was not doing my exercises correctly. He seemed out of sorts that morning. That night one of my stitches came out of the bottom of breast. I tried to go in three more times. Being reprimanded by his daughter that he did nothing wrong. The next two visits were the same thing. Since then I have developed every bii symptoms and more; 40 bii symptoms. FDA safety report ID# (B)(4).